Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the bearing of the angle attachment device was getting hot. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the bearing was getting hot was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed cutter insertion. An assessment was performed which found that the bearings are worn out and loose and create a situation where the cutter is not able to be inserted. It was determined that this is due to the bearings no longer being in axial alignment and not allowing the cutter to pass through. The assignable root cause of this condition was determined to be due to due to normal use and servicing over time, the failure was caused by worn out gears and bearings. If additional information should become available, a supplemental medwatch will be submitted accordingly.